Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.

Event description:
Information received indicates the siderail center arm assembly is broken and preventing the siderail from latching.